Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) could not be interrogated and was not pacing due to age of implant. It was noted that the patient had not had the device checked for ten years. The device was explanted and replaced. No patient complications have been reported as a result of this event.